Event description:
It was reported that the temperatures are fluctuating significantly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the cause for the temperature fluctuation on the unit could not be determined after troubleshooting the unit. This issue was resolved by sending the customer a replacement unit.

Event description:
It was reported that the temperatures are fluctuating significantly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.